Manufacturer narrative:
(B)(4). Date sent: 2/6/2024. D4: batch # 127c16. Additional information was requested, and the following was obtained: what steps were taken to open the jaws? Did the jaws eventually open? Yes, the jaw was eventually opened with big force. Did the reloads report were used with the reported ec60a(ip-01941933)? Yes. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? No. How much blood was lost (ml)? About 50ml. Did the patient require a transfusion? No. Investigation summary. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that five ecr60w reloads(b, c, d, e, f) were received. Reloads(b, f) were fully fired, reloads(c, d, e) were unfired. The pan of reload(c) was noted to be partially dislodged at the proximal end form left side with no drivers missing. No functional test was performed on reloads(b, c, f) due the condition of them. The returned reloads(d, e) were loaded into a test device. The reloads were tested for functionality with a test device and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as the reload performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 868a01/955a69/127c16/747a65, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired, the staple line and cut line are both complete. Noted oozing. Changed another eight to continue the surgery, the same problem happened again. To stop oozing with compression hemostasis. There were no adverse consequences to the patient. No additional information could be provided.